Manufacturer narrative:
Steris was not contacted during the time of the reported event on (B)(6) 2017 and became aware of the reported event when the medwatch report was received. Following receipt of the subject medwatch, steris offered to come onsite and inspect the system 1e subject of the reported event however, the user facility declined. A steris district service manager (dsm) spoke with the user facility's third-party service provider (trimedx) regarding the reported event following receipt of the medwatch. The service provider stated that when the unit would fail a diagnostic cycle for "hp pump on" the pressure pump and switch would be replaced. The user facility stated the replacement of these components occurred five (5) times. The dsm stated that the cause of the failing diagnostic cycles may be attributed to wear of the processing tray or improper placement of the processing tray. The system 1e processor was returned to service and no additional issues have been reported. The system 1e processor was manufactured in 2014 and is serviced and maintained by the user facility's third-party service provider (trimedx).

Event description:
The user facility reported via medwatch # (B)(4) that their system 1e processor was failing diagnostic cycles due to "hp pump on". No report of injury, procedure delays or cancellations.